Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set fell off on (B)(6) 2024 while swimming. No further information was available.